Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture failed. Additional information was requested.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the customer says these breakage problems have been occurring since at least (B)(6) 2024, and that they have reported many separate occurrences over this period. The problems have spanned many different sizes, needle configurations & lot#¿s, and they have not seen any improvement. The surgeon has even changed from using a 7-0 to a 6-0 suture for enhanced strength to no avail. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was being done when the suture broke (removal from package / during passage through tissue / during tying / other)? What tissue was being approximated/ sutured? If breakage occurred during usage, how many tissue passes had occurred before breakage? Approximate location of breakage on suture in relation to needle? What in the physician's opinion was the cause of the suture breakage? Was the procedure completed successfully? Was there any adverse patient outcome? Will the actual sample be returned for evaluation? Are any representative samples available for evaluation?